Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported during review of programming history that the patient was interrogated and then intentionally disabled. A system diagnostic test was then performed which faulted and resulted in a change to the patient's settings. Another interrogation was performed and the generator normal output current was then re-disabled, however the magnet was left enabled. The settings were then corrected at the patient's next programming session.